Event description:
Patient was symptomatic, she was shaky and complaining of a headache at 5:00 p.m. At that time, lpn checked her blood on meter and read 81, thought pt was ok. Within minutes, she became unresponsive so the pt was taken to hospital where her blood glucose read 18. Readings were within 20 minutes of one another. Pt is hospitalized.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specifications.